Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error on the insulin pump. Customer also had a motion sensor test failure alarm. No further details provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery due to the slightly loose drive support disk. The insulin pump was unable to confirmed error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was unable to verify alarms due to motor error alarms. The insulin pump had a cracked lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.